Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 120602f catheter. The balloon was inflated with 0.2ml of air and the balloon inflated clear and concentric and did not leak. The balloon free deflation with air was achieved in 1 second, which was within specification. Dry blood was evident on the balloon. The catheter body, the balloon and both windings appeared to be in good condition. The customer report of "balloon did not deflate" was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the balloon on a fogarty catheter did not deflate during use. The balloon had been checked prior to insertion and was noted to be ok at that time. There was no injury to the patient or the vessels. Patient demographics cannot be provided due to (B)(6) privacy laws.